Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparotomy procedure. During the procedure, the distal end of the left ureter became caught up into the surgical stapler. Post operative, the patient experienced fluid drainage from the wound, fistula, prolong hospitalization, total parenteral nutrition, and additional procedures.